Manufacturer narrative:
We checked the returned unit and confirmed that the distal end with ccd module broken. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module. In addition, we confirmed that the lg cable connector fluid damage, the segment broken, the u/d knob broken, the insertion flexible tube (ift) dirty, and the segment hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).